Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One i3 unit model # cm1100 and one i3 accessories set were returned. The reported error was reproduced and corrected during analysis. The cause of the reported error was determined to be the printed circuit board.